Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device shut down without warning on 3 separate occasions. Pt realized this and injected insulin via pen, and no physiological effects were experienced. Pt reported that when this happened, she panicked and started pressing buttons. Pt also reported the battery lifetime was too short. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. Add'l info was not available.